Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported that implant was stripped with an unknown instrument during placement. Implant was removed. Tooth location 19.

Manufacturer narrative:
The reported unknown driver was not identified or returned for investigation. However, one osseotite® tapered certain® implant 5 x 10mm (xifnt510) was returned for investigation. Visual evaluation of the as returned product identified significant signs of damage within the drive feature and internal threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 and was removed the same day as placement. The reported event could not be recreated due to the nature of the dental device and events (damaged). The customer has not provided additional images of the products. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. DHR review for the implant (xifnt510) was completed for the subject lot number 2019012031. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events (damaged drive feature & damaged threads) or product (xifnt510 & biomet driver tips). Therefore, based on the available information, device malfunction, reported driver, could not be verified without the return of the device; however, implant malfunction has occurred and the reported events, as it relates to the returned implant was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.